Event description:
Allergy [allergy] ([inflammatory swelling], [arthrocentesis]). Initial information received on 14-apr-2022 from belgium regarding an unsolicited valid serious case received from a physician. This case involves adult and unknown gender patient who experienced allergy with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection, (dosage, batch number, indication, frequency: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergy (hypersensitivity) with significant inflammatory swelling (inflammation), which has required two complete washings of the incriminated knee (aspiration joint), without having noted the presence of a germ after analysis. Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: intervention required for all the events.

Event description:
Allergy [allergy] ([inflammatory swelling], [arthrocentesis]) case narrative: initial information received on 14-apr-2022 from belgium regarding an unsolicited valid serious case received from a physician. This case involves adult and unknown gender patient who experienced allergy with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection, liquid (solution), 1x (once) (dosage, batch number, indication, route and strength: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced allergy (hypersensitivity) with significant inflammatory swelling (inflammation), which has required two complete washings of the incriminated knee (aspiration joint), without having noted the presence of a germ after analysis. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown . Seriousness criteria: intervention required for all the events a product technical complaint (ptc) was initiated on 22-apr-2022 for "synvisc-one". Batch number; unknown global ptc number: (B)(4). Sample status of ptc was not available , and ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation (em 20jun2023) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required. The final investigation was completed on 20-jun-2023 with summarized conclusion as no assessment possible follow up information was received on 22-apr-2022 from quality department via other healthcare professional. Global ptc number was added. Text amended accordingly. Follow up information was received on 20-jun-2023 from quality department via other healthcare professional. Ptc details was added. Text amended accordingly.